Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited foreign material exiting from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, and h6. Corrected data: initial g3 date filed in error as october 27, 2024; however, per source documentation, the correct date is october 08, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The subject event can be detected and prevented by implementing in accordance with the following IFU. Instructions operation manual for gif/cf/pcf-190 series chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions reprocessing manual for gif/cf/pcf-190 series chapter 5, ¿reprocessing the endoscope¿ describes how to prevent the event. Olympus will continue to monitor the field performance for this device.